Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the noisy image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer report to olympus that there was no image while using the hd camera head. The unspecified procedure was completed as planned. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the device by olympus determined that there was no image due to a faulty cable. There was a slice on the cable, and the connector tip was smashed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.